Event description:
It was reported that the rv lead was explanted and replaced due to increasing thresholds.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the lead exhibited normal electrical characteristics. Dried body fluids inside the inner insulation prevented the helix actuation. The helix could be fully retracted and extended on a shot length of the lead.